Manufacturer narrative:
Modified drug-eluting balloon angioplasty to treat high-risk carotid in-stent restenosis chih-hung lai; chieh-shou su; wen-lieng lee1; yuang-seng tsuei perfusion 2017, vol. 32(5) 409¿412.

Event description:
He had received left carotid artery stenting 31 months previously. Six months after the procedure, left carotid isr was noted and he received percutaneous angioplasty with re-dilation with conventional balloons. However, he complained of progressive left-side weakness over the past two years. Computed tomography arteriography of his neck showed severe stenosis of the right proximal vertebral artery (va), total occlusion of the right internal carotid artery (ica) and severe isr of the left internal carotid stent. After discussion, he opted to undergo percutaneous intervention instead of surgical therapy. After consulting the ethics committee and getting informed consent, the angioplasty was performed days later. First, a bare metal stent was placed in the proximal right vertebral artery. Then, due to the critical isr of the left ica, after passing the isr with a 0.014" guidewire, pre-dilation was done with a coronary balloon. This guidewire was then replaced by a filterwire ez. The isr was re-dilated using a non-compliance balloon. After dilation, the isr was treated with a peripheral deb. In order to prevent prolonged brain ischemia while the deb was being inflated, the patient was asked to count from 1 to 10 at a rate of one number per second. He had slurred speech while counting to 8, at which time the balloon was deflated to restore brain perfusion. We repeated the same method for a total of three times, with one-minute intervals, and the final flow was good. The patient was discharged without any neurological complications. One year later, follow-up angiography showed good patency of the left ica and he remained symptom-free.